Manufacturer narrative:
Patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a low speed alarm occurred when on the mobile power unit (mpu) support. The patient was instructed by the healthcare professional to place the lvad on battery support, and the alarm stopped. Vad interrogation reportedly confirmed pump stoppages. No damage was reportedly seen on the driveline and the patient had no weight gain. The submitted log file was reviewed by technical services and confirmed the pump stoppages. In the submitted x-rays, there was an area external right at the distal end bend relief where the shielding looked possibly pinched. On 19mar2018 the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. Post replacement, another pump stoppage occurred. The patient was provided an ungrounded patient cable. On (B)(6) 2018 it was reported that driveline fault alarms occurred. The alarm was cleared and did not return. Technical services reviewed two additional log files and confirmed the driveline fault events on (B)(6) 2018. A system controller exchange was performed and the log file from the second system controller in use showed the same driveline phase was degraded. Additional information was requested, but was not provided.

Event description:
Additional information: it was reported that there was evidence of progressive degradation of the driveline, worsening short to shield, and high risk for pump stoppage. The patient was worked up for transplant with planned pump exchange to heartmate 3 the following week. On (B)(6) 2018 the patient underwent pump exchange.

Manufacturer narrative:
Event or problem: additional information. Explant date: additional information.